Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/24/2021.

Manufacturer narrative:
Address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with a loading dose of tobramycin (50mg/l, route, frequency and duration were not reported), loading dose of vancomycin (50mg/l, route, frequency and duration were not reported), a maintenance dose of tobramycin (8 mg/l, route, frequency and duration were not reported) and a maintenance dose of vancomycin (50mg/l, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.